Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. Exposed wires of the power supply was reported in MDR-2025-01209-01. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires and sparking of the power supply. The patient electronic unit with power accessories was replaced and there were no adverse consequences reported by the patient.